Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb.in addition, we confirmed that the light guide fiber bundle (lcb) was broken, the segment crushed, the distal body deformed, the objective lens scratched, and the bending rubber rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated not to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).